Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet pump did not wake up and required placement on the charger to function. After a firmware update, report sync, and supply change, the pump operated normally. Blood glucose was 234 mg/dl, and the user felt well.